Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set had unspecified damaged. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : it was further specified that the twist clamp was cracked. One actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.